Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) for a synchronized cardioversion, arcing/sparking was seen from the anterior pad of the electrode pads. Complainant indicated that the clinician repositioned the electrode pads and a second shock was delivered and converted the patient to a sinus rhythm. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1 (name, telephone, email). Evaluation: the pro-padz electrode pads were returned to zoll medical corporation stuck to a plastic bag. A visual inspection observed signs of hair and skin. Zoll recommends that patients are cleaned and hair clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. This investigation was closed as related to patient preparation prior to the application of the electrodes. Analysis of reports of this type has not identified an increase in trend.